Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. Device battery status of "maturing¿ reached on (B)(6) 2015. Device battery not yet at ageing or depleted status.

Event description:
It was reported that the device had reached battery depletion fast. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.